Manufacturer narrative:
Corrected to reflect event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on october 24th reported the x ray on (B)(6) 2016 appeared that the right lead migrated. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the right side was not working and the battery was not keeping a charge; it lasted only about 14-16 hours and the patient was charging daily for 2.5 hours. It was noted that there was left leg coverage with low voltage. The patient had discomfort at the pocket site and increased pain; the right lead had migrated, but the patient left before the setting could be changed. The patient denied coverage to the right side, there was limited battery life, and it was to remain off until the spinal cord stimulation could be monitored more fully. The device diagnosis was a lead migration/dislodgement, and the clinical diagnosis was discomfort at the implantable pulse generator (ipg) pocket site. The system was explanted and the event was reported to have been resolved; the patient exited the study. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was discomfort at the implantable neurostimulator (ins) site and increase in pain. The outcome was resolved without sequelae. Interventions included explanting and not replacing the device. The patient reported pain at the implantable neurostimulator (ins) site. The etiology was reported as possibly related to the device or therapy and unlikely related to the implant procedure. The etiology was noted as related to the implantable neurostimulator (ins) pocket. Relevant medical history included: spinal pain, post lumbar laminectomy syndrome.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on august 24th reported sub-optimal pain relief. It was noted there was diagnostic imaging that showed a lead migration on (B)(6) 2016. The hcp reported the patient had increased pain on (B)(6) 2016, they obtained an x ray which showed that the right lead had migrated, and the patient left before adjustments could be made. It was noted the right lead migrated, it continued to deny coverage to the right side. It was noted the battery life was limited and they were charging daily. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study regarding a patient. It was reported that the cause of the battery not keeping a charge and the limited battery life was not determined. The hcp also noted that the device disposition was unknown. No further complications were reported or anticipated.